Event description:
Clinical rationale: a 72-year-old male undergoing high risk percutaneous coronary intervention (hrpci) with a pre support clinical state consistent with scai cardiogenic shock stage c was supported with an impella 5.5 device via a right axillary/subclavian surgical arterial graft. The device exhibited saturated pump flow and waveform abnormalities during use, prompting clinical concern for potential pump failure. Biomaterial was identified at the outlet area after explant, indicating a possible obstruction contributing to the observed flow saturation. The device was removed in response to the failure mode and will be returned for investigation to determine the root cause. No patient injury was reported, and the patient survived the procedure. Root cause cannot be confirmed until completion of the manufacturer¿s evaluation.

Manufacturer narrative:
This is one of two related reports. This report represents the second impella 5.5 and another report was submitted to represent the first impella 5.5. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in h3. The cause of the saturated pump flow was due to biomaterial based on returned product analysis. The cause of the injury was unable to be determined due to insufficient clinical details.